Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the casters were worn. The technician replaced the brake/steer caster, brake caster and bushings to repair the bed.